Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The patient reported a loss of therapy and return of symptoms. The patient cannot get relief in their lower back since implant. They have tried different settings, but nothing has worked for their back. Three or four months ago the patient¿s healthcare professional (hcp) told the patient to turn the stimulation off for a week to let their nerves settle down and then turn it back on, but the patient was not sure if they actually turned the stimulation off. The patient was at the airport last night and was in pain and needed a wheel chair because they could not walk. The patient programmer showed that the stimulation was on. There were no trauma/falls related to the issue and the patient was able to change their stimulation, but the issue was not resolved. The patient would follow up with their hcp. No further complications were reported/are anticipated.

Event description:
Additional information was received from a patient. The patient reported having a return of symptoms and no therapy benefit since implant. The patient met with their healthcare professional (hcp) and manufacture representative (rep) 1.5 weeks ago and the rep changed the patient¿s settings. The rep told the patient that their current settings would have not touched their pain. The patient was programmed on program f and received training for the new program. The rep told the patient to leave it for 3 days and then they could adjust it up or down. On (B)(6) 2017 the patient was in a lot of pain and tried to go higher above 2.5 but the stimulation was too uncomfortable so the patient turned it back to 2.5. On the morning of (B)(6) 2017 the pain was better and the patient thinks the new program is helping their pain levels. The rep wants to see the patient in two weeks. Additional information was received from a patient on 2017-apr-10. The patient clarified that they can walk but cannot walk very good and they lean forward, but they have been doing that for a long time so it is nothing different. The patient asked their hcp about it and they reprogrammed the stimulator because it was set too low. It helped somewhat and the cause of the loss of therapy and not getting relief since implant was due to the setting being too low. The patient had an appointment scheduled for 2 weeks. No further complications were reported/are anticipated.